Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. Treatment was initiated on the machine and a leak started at the heparin line connection. The heparin line was clamped and pressure caused the heparin line to separate from the rest of the system. Additional information was obtained during follow-up with a user facility nurse. The nurse visually observed blood on the machine and the floor. Upon inspecting treatment setup and handling the combiset bloodlines, the heparin line separated from the combiset and the flow of the blood leak increased. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no defect or damage noted to the bloodlines prior to this event or anywhere else on the set. No issues were encountered with the bloodlines during prime or setup. The sample is available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: the sample was returned to the manufacturer for physical evaluation. The sample was received without original packaging. During the visual inspection, a separation was found from the heparin line to the red ¿t¿ connector. In addition, no solvent application was observed in the tubing and connector. The heparin line tubing and red ¿t¿ connector were dimensionally inspected and were found to be within the acceptable range. The alleged failure mode was confirmed during sample evaluation. This kind of failure mode could be attributed to an improper assembly by the operator due to not following the work instruction, not applying solvent correctly in the components during the manufacturing process, or a lack of solvent during the assembly of the components. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint.

Event description:
A facility administrator (fa) reported to fresenius that a blood leak occurred during a patient's hemodialysis (hd) treatment with a custom combiset. Treatment was initiated on the machine and a leak started at the heparin line connection. The heparin line was clamped and pressure caused the heparin line to separate from the rest of the system. Additional information was obtained during follow-up with a user facility nurse. The nurse visually observed blood on the machine and the floor. Upon inspecting treatment setup and handling the combiset bloodlines, the heparin line separated from the combiset and the flow of the blood leak increased. The patient did not experience a serious injury or require medical intervention as a result of the reported issue. The patient¿s estimated blood loss (ebl) is approximately 100 ml. The patient was restarted on the same machine and treatment completed successfully with new supplies. There was no defect or damage noted to the bloodlines prior to this event or anywhere else on the set. No issues were encountered with the bloodlines during prime or setup. The sample is available to be returned to the manufacturer for physical evaluation.